Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
As reported: "revision tha. Left hip. Acetabular component revision due to pain associated with aseptic loosening of acetabular component. Gross inspection of explanted cup shows minimal bone ingrowth per surgeon". The shell, a screw, poly insert, and ceramic head were revised to competitor shell and insert with a stryker head.